Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05228. It was reported the patient is experiencing ineffective stimulation. Reprogramming was unable to capture the pain areas. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Correction: e1 - physician's name and address and facility name. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient's leads were explanted and replaced to address the issue. Therapy was restored post-op.